Event description:
It was reported that during a gastric banding procedure, when they were testing the band, there was a leak on the balloon. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.